Manufacturer narrative:
Additional information: annex g.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. The tech recommended replacing the air in line (ail) assembly, then the motor controller board and the logic board. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. The tech recommended replacing the air in line (ail) assembly, then the motor controller board and the logic board. There was no patient involvement.